Event description:
The customer's husband reported that the customer was hospitalized due to hyperglycemia and a heart attack. It was also reported that the customer was hospitalized to have surgery. Troubleshooting was performed, and the programming on the insulin pump was correct. Testing on the insulin pump could not be performed because a filled reservoir was not available at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.